Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report 1627487-2019-09799. Related manufacturer report 3006705815-2019-03294. It was reported that patient had loss of therapeutic effect. Physician suspected the patient had psychiatric issues and scoliosis. Device system was explanted as a result. There were no complications during the procedure. Patient was stable.